Event description:
It was reported that while the ventilator was connected to a patient when two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. There was no harm to the patient. (B)(4).